Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with vision and was not able to read. Clinical reason being mentioned as patient vision was impacting her activities of daily living. The iol was explanted and exchanged with an unspecified atiol (advanced technology intraocular lens) in the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).